Event description:
Boston scientific received information that tachycardia therapy for this cardiac resynchronization therapy defibrillator (crt-d) was programmed to other than monitor plus therapy for an unknown reason. Attempts at acquiring additional information have been unsuccessful. The crt-d remains in service. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.